Event description:
Mynx vascular closure device deployed lot f0935202 2010-12-31 left femoral artery. Initially unable to remove the wire and balloon post mynx deployment. Eventually balloon and wire were pulled out.